Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged. The device case was removed to facilitate the inspection of the internal components. An ohm meter was used to measure the battery fuse and it was found to be open and further testing identified a high current drain. Detailed analysis concluded a part within the high power module had suffered electrical overstress damage resulting in the high current drain, causing the open condition and, ultimately, the yellow warning screen and inability to interrogate the device in the field. An investigation into this issue was performed; however, the root cause of the electrical overstress damage could not be determined.

Event description:
Boston scientific received information that during attempted implant of this subcutaneous implantable cardioverter defibrillator following placement with good impedance and sensing measurements, defibrillation testing dft was initiated. The initial rhythm spontaneous converted, at which time the device appropriately diverted. During a repeated induction, the physician was prompted to wait until the charge dissipated. Once the message cleared, a 50hz burst was attempted, so as to continue dft testing; however, the patient remained in a sinus rhythm and appeared unresponsive to the burst. The physician then noted a yellow screen on the programmer indicating loss of telemetry. The wand was relocated but telemetry remained unable to be reestablished. The session was then ended and again the device attempted to be reinterrogated. Multiple troubleshooting steps with the guidance of boston scientific's technical services were attempted but failed to resolve the issue as the device remained unresponsive. It was recommended to remove the device and send back for analysis. No adverse patient effects were reported and another device successfully implanted to complete the procedure.